Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was a high pressure excursion. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Note on d4: the exact serial/lot number for the device is currently unknown. There are two possible lot numbers for the oxygenator: 232058158 and 232059510. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the pressure increased suddenly. The high pressure happened immediately when the case began. Heparin was used. Only post-oxygenator pressures were measured. A hms was used to monitor heparin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.